Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed the pump's basal rate. There was no reported impact to the customer's blood glucose level. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.